Event description:
It was reported that a balloon rupture occurred. The patient presented with angina. The 80-90% stenosed target lesion was located in the moderately calcified and severely tortuous and angulated mid to distal right coronary artery (rca). The vessel had heavy plaque. A 3.50 x 15 mm nc emerge balloon was used for pre-dilation of the mid rca lesion and was then advanced with medium level difficulty to the first bend of the rca. The balloon was inflated at 16 atm and 20 atm, and on the 3rd inflation, the balloon ruptured when inflated to 20 atm for 5 seconds. The balloon was removed and noted to be torn into 2 pieces. A 3.50 x 15 mm non-boston scientific balloon and a 2.50 x 15 mm wolverine cutting balloon was used to complete the procedure. There were no patient complications.